Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the pump stopped working, the display was flashing/white, and the device was vibrating. The customer reported blood glucose value of 500 mg/dl, and the hyperglycemic event treatment was not mentioned. The event involved product(s) mmt-1884l, mmt-332a, unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for display and the issue persisted after resting the pump and installing a new battery. The high blood glucose event was attributed to the pump not working. No further troubleshooting was performed. The customer was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, place the pump in storage mode, and a replacement pump was initiated. No further patient complications were reported. Mmt-1884l was expected to return. Mmt-332a,unomedical were not expected to return.